Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted 15 years, underwent valve-in-valve procedure due to severe aortic insufficiency. Tee found restriction of one leaflet but no stenosis. A 23mm valve was implanted inside the failing 21mm valve. Aortic regurgitation was non existent after valve was deployed. The patient left the operating room in stable but guarded condition. The patient was discharged home on pod #2.